Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during lead implant, high impedance was observed. After attempting to reposition the lead, high impedance was still noted. The physician replaced the lead successfully and normal impedance was obtained. The patient is stable.